Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: pelvic organ prolapse. The procedure performed: placement of pelvitex. The outcome attributed to device, pain, infection, urinary problems, recurrence, bleeding, and dyspareunia.